Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer sensor burning out. A field service engineer replaced the solenoid, retractor band, and drawer controller to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer's sensor had burned out. The customer reported that thermal damage was observed on the sensor, and it produced a burning smell. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, g5, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-oct-2022 to 04- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer sensor burning out. A field service engineer replaced the solenoid, retractor band, and drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2 sensor had burned out. The customer reported that thermal damage was observed on the sensor, and it produced a burning smell. There were no adverse events or injuries reported based on this incident.